Event description:
On (B)(6) 2011 customer reported a leak on the hmx autoloader that appeared to be coming from blood sampling valve (bsv) wire marker 9. The volume of the leak is unknown and it was not contained within instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed the leak from the tubing connected to the bsv wire marker 9. Fse noted that the tubing was loose. Fse trimmed the tubing to remove the loose end and refitted it on the wire marker. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).